Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/20/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify unk, maybe during removal from package - could you please provide the lot number? Unk. - please provide the source or name of person providing answers to follow-up questions: (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown surgery, the suture was detached from the needle easily when tried to take out the needle/suture. It was not a control release needle. Additional suture was performed to complete the case. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.